Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away. A review of the stored episodes showed the device delivered anti-tachycardia pacing (atp) therapy that accelerated the arrhythmia to ventricular fibrillation (vf). However, due to amplitude variability, functional undersensing of smaller signals caused the patient to remain in the vt-1 zone for therapy, which was not successful at converting the vf. After 8 bursts of atp the device delivered a 41 joule shock that appeared to convert, but the device redetected with a slow vt that was at times under the programmed rate cut off. The physician believed the device programming was not suitable for this patient and arrhythmia. Technical services discussed programming an atp time out, and lowering the rate cut off for the vt-1 and vf zones might have resulted in more appropriate shock therapy being delivered. It was also discussed that a rythmiq episode showed a vt that was below the lowest programmed zone, so it was possible the patient was already decompensating before these therapy events occurred. The device was not anticipated to be explanted or returned post-mortem.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.